Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating") and was found to have hepatic enzyme increased ("elevated liver enzymes"). At the time of the report, the genital haemorrhage, hepatic enzyme increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, genital haemorrhage and hepatic enzyme increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported by via social media: genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating") and was found to have hepatic enzyme increased ("elevated liver enzymes"). At the time of the report, the genital haemorrhage, hepatic enzyme increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, genital haemorrhage and hepatic enzyme increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported by via social media: genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case upgraded to serious-incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.